Event description:
It was reported that the soft keys on device were not responsive. There was no report of patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the ok, run/stop, (.), number 0, 1, 2, 3, 4, 5, 6, 7, 8, and 9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the run/stop key will occur following the selected key's function. When the pump is power cycled it will then display "interface disabled pump is configured for pic diagnostic mode." No actions can be performed at this screen other than powering down the pump. The failed keypad was replaced. Baxter has initiated a CAPA to further investigation this issue.